Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified lesion located in the bilateral iliac artery. During the procedure, a bilateral iliac kissing stent technique was used with two 9.0 x 39 mm otw omni elite balloon expandable stents (bes). A 6f sheath was selected for both stents. On the right side, a 9.0 x 39 mm bes was passing through the sheath when resistance was met and became stuck mid-way from the tip of the sheath. The bes could not move back and forth and when an attempt was made to retrieve it by applying additional force, the balloon catheter started to retract without the stent. A decision was made to remove the stent with the introducer sheath, but the stent was partially exposed [approximately 10-15mm of the stent was protruding from the tip of the sheath] and became caught on the arterial wall causing the stent to dislodge and become stretched. Forceps were used to extract the stent. On the left side, the other 9.0 x 39 mm bes was passing through the 6f sheath and the same resistance was felt as the first bes, and therefore it was removed before it became stuck and the 6f sheath was replaced with an 7f sheath. The second bes was implanted to successfully end the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The reported patient effect of stenosis is listed in electronic instructions for use omnilink elite vascular balloon-expandable stent system as a known patient effect of stenting procedures. It should be noted the omnilink elite vascular balloon expandable stent system electronic instructions for use states: should unusual resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Do not retract the delivery system into the introducer sheath / guiding catheter. Secure the delivery system to the introducer sheath / guiding catheter; then remove the introducer sheath / guiding catheter, guide wire and delivery system as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, the violation of the instructions for use does not appear to have contributed to the reported difficulties as the device encountered resistance with the introducer sheath and the stent became stuck in the vessel wall. The investigation was unable to determine a conclusive cause for the reported difficulty to position. The reported stent dislodgement, stent damage, entrapment of the device, difficulty to remove and patient effects appear to be related to circumstances of the procedure as forceps were used to extract the stent implant. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: close to the site of access, the first 9.0 x 39 mm stent caused moderate stenosis when it became caught on the arterial wall. The access point was subsequently closed with a pro-glide closure device with no further sequelae to date. No additional information was provided.